Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced a symptom described as "feeling of having a high glucose". The customer went to a hospital, where a glucose reading of 700 mg/dl was initially obtained on a healthcare professional (hcp) meter and was administered with a bag of saline solution intravenously while in the emergency room. Later on, the hcp obtained glucose readings of 445 mg/dl, 361 mg/dl, and 159 mg/dl on an hcp meter compared to sensor scan results of 268 mg/dl, 222 mg/dl, and 65 mg/dl respectively. The customer received 10 units of insulin (type unspecified) injection provided by the hcp for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced a symptom described as "feeling of having a high glucose". The customer went to a hospital, where a glucose reading of 700 mg/dl was initially obtained on a healthcare professional (hcp) meter and was administered with a bag of saline solution intravenously while in the emergency room. Later on, the hcp obtained glucose readings of 445 mg/dl, 361 mg/dl, and 159 mg/dl on an hcp meter compared to sensor scan results of 268 mg/dl, 222 mg/dl, and 65 mg/dl respectively. The customer received 10 units of insulin (type unspecified) injection provided by the hcp for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.